Event description:
The user bumped his head while at a playground. Several days after that he was no longer able to hear with the device. There was no signs of inflammation, displacement, or edema.

Manufacturer narrative:
Additional information: according to received information, the user lost access to sound with the device after a trauma at the implant site. However, further implant testing showed normal results with the user recovering access to sound with the device with a different audio processor. Hence, it is assumed that the observed trauma only damaged the user_s audio processor. The device remains implanted and ready to be used, once the replacement audio processor can be received by the user.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user bumped his head while at a playground. Several days after that he was no longer able to hear with the device. There was no signs of inflammation, displacement, or edema. Re-implantation may be considered.